Event description:
It was reported that this lead was explanted due to shock impedance out of range and suspected lead fracture.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 57 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal segment including the serial number and connector was no returned. A locking stylet was found inserted in the inner lumen and 47cm proximal to the lead tip a thread was found bound on the lead body. The returned lead fragment was visually analyzed. The visual inspection revealed a due to wear damaged insulation in the distal area. In addition, the shock coil was found covered with calcified tissue. This damage is assumed to be the root cause for the observed impedance issues. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Damages and cuts into the insulation between 47cm and 45cm proximal to the lead tip and a bend fixation helix most likely occurred during the extraction of the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.